Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Felt lip got caught in between the brush [lip injury], brush broke off while brushing [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she used an oral-b power oral care refill precision clean beginning on an unspecified date last week, and after a few days felt at times his/her lip got caught in between the brush. The consumer reported that the brush broke off while brushing two days later. The brush head was from a pack of 4. The case outcome was unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 follow-up via e-mail: the consumer reported that he/she tried to scratch the logo with a coin, but nothing happened. No further information was provided.